Event description:
The customer alleges that the catheter is difficult to advance thru the needle. A couple attempts were made and eventually the doctor changed out the needle and catheter. The patient experienced a wet tap during the procedure. Intervention- blood patch. The patient was discharged to home and patient condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one epidural catheter and one epidural needle for investigation. The returned components were visually examined with and without magnification. Visual examination of the returned needle revealed that the needle appears typical. The needle was returned without the stylet. The needle bevel appears polished and smooth with no observed burrs. The needle cannula appears typical. No defects or anomalies were observed. The catheter does not appear to have been used. A dimensional inspection was performed on the epidural needle. The needle length was measured at 11.5cm which is within specification. A functional test was performed by attempting to thread the returned catheter through the returned epidural needle. The catheter was thread at the distal end and would thread through the epidural needle with no resistance met. A drag test was performed per (B)(4) using the returned components and a weight. The catheter could thread through the returned needle with no resistance met. The components passed the drag test. A device history record review was performed on the epidural catheter and epidural needle with no relevant findings. Specifications per (B)(4) were reviewed as a part of this complain investigation. A corrective action is not required at this time as there were no issues found threading the returned catheter through the returned needle. The customer also reported that the patient experienced a wet tap. However, puncturing of the dura is typically a function of technique and not typically product quality related. The epidural needle bevel was examined for signs of abnormalities that could have led to difficulty during insertion. However there were no abnormalities found. There were no issues with the returned sample. The reported complaint of difficulty advancing the catheter through the needle could not be confirmed based on the sample received. The returned catheter could be thread through the epidural needle with no resistance met and the returned components passed a functional drag test. Therefore, there were no functional issues found with the returned sample.